Event description:
Scope was inserted but visualization was poor. When scope was pulled out, two (2) rod lenses fell out - one inside patient and one outside. Surgical intervention required to remove rod lense. Confirmation is needed to determine if the scope was inspected by end user after cleaning and sterilization prior to use. Failure investigation completed by henke sass wolf on 12/28/2006. Results indicated that parts were missing prior to surgery. Most likely this occurred during cleaning and sterilization.

Manufacturer narrative:
Reason for failure investigation: a complaint was received from conmed-linvatec in 2006. The complaint stated: scope broke in the middle of procedure. A couple pieces of cylinder shape glass was protruding out of the scope. As dr. Pulled the scope back a couple of pieces fell into patient. The dr. Thinks he was able to retrieve the pieces but is not sure. There was delay in the procedure. The scope was received at hswoa on december 27, 2006. Failure investigation conclusion: this endoscope was inspected at linvatec in january 2002 and sold in 2005. Field customer reported that this was not their first use of the scope. After evaluation, it was found that the following components are not with the scope: negative, front lens, field lens, middle rod lens, and six spacers of varying length. When the unit was being evaluated at hswoa, it was noted that there was still clear, cured adhesive left at the tip, and there were also minor dents on the outer diameter of the distal end. Field customer reported that "scope was white balanced and inserted, but visualization was poor and when the scope was pulled out the (2) rod lenses fell out." Based on the above comments, the negative, front lens, field lens and corresponding spacers could have already been out of the unit before it was used.